Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy while the patient was having intercourse. Provocative maneuvers were performed in all sensing vectors, and myopotentials were reproduced in alternate. Subsequently, the s-ICD system sensing vector was reprogrammed to secondary and the tachy zones were modified. This implantable electrode remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator system delivered inappropriate therapy while the patient was having intercourse. This implantable electrode remains in service and no additional adverse patient effects were reported.